Manufacturer narrative:
Eval summary: as returned, there is symmetrical pitting in the articular surface compartments. There is gouging near the medial edge of the medial compartment and a chip out of the lateral side of the spine. There is also evidence of micro-motion on the backside. Sem and eds analysis of the articular surface compartments found the presence of third body particles, of which a significant amount were bone cement. A macro examination found what appears to be imbedded bone cement in the medial compartment. Based on the sem and eds analysis, the pitting observed on the articular surface is most likely due to interaction with loose bone cement particles. The polyethylene wear generated from this may have led to the osteolysis that was noted as the original reason for the revision. The femoral component was not returned for eval. Device history records indicate all components were manufactured and inspected to spec. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.

Event description:
It is reported that the devices were implanted in 2004, and revised in 2009, due to the femoral component loosening and excessive osteolysis. Only articular surface was returned for eval.